Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues and infection at processor site; subsequently the patient underwent 12 surgeries (specific dates not reported) since initial implantation surgery for debridement, skin graft and was administered steroid injections. The patient was also treated with antibiotics for a duration of two weeks. Clinical management is ongoing.